Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the programmer started up with a blank screen and a system error. It was noted the software was corrupt. Analysis also found the stylus was bent. It was also noted there was no paper in the printer tray. (B)(4).

Event description:
It was reported an error occurred. The programmer was returned for repair. There was no patient involvement.